Event description:
The customer reported obtaining erratic patient results and calibration failures on their au480 clinical chemistry analyzer. The customer did not specify the affected chemistries. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the level detection plate was defective and the reagent rotor cover was out of position. The fse replaced the level detection plate and adjusted the reagent rotor cover to resolve the issue. The fse observed no further failures and verified the analyzer resumed to normal operation. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).